Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with air bubbles in reservoir. Customer state lately she has to do a lot of infusion set changes, due to air bubbles accumulating in the reservoir. Customer stated she experience high blood glucose, took reservoir out and there were big air bubbles in reservoir. Customer stated she changed the infusion set yesterday and this morning blood glucose was on and off, so she had to change it again. The customer's blood glucose was 250mg/dl. She stated the air bubbles in the reservoir were large. No need to troubleshoot, customer just changed infusion set. Advised to monitor and call back if issue persists.